Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 500 mg/dl. The customer was treated manually. Customer was connected to helpline for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.